Event description:
The surgeon had performed a lateral partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on a pt with a valgus knee. More than six months after the procedure, on (B)(6) 2011, mako was informed that the pt had been experiencing pain, the valgus deformity had worsened, and a revision surgery may be required.

Manufacturer narrative:
As part of normal complaint follow-up an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio) and the restoris mck system. A makoplasty specialist (mps) reviewed the post-operative x-rays with the surgeon; x-rays from a few months post-operation revealed that the tibial component appeared loosened. The immediate post-operative x-ray showed the implant placed correctly. The surgeon concluded that the revision was required due to pt non-compliant. There is no evidence that the rio or the implant system contributed to the event.